Manufacturer narrative:
Investigation determined that there were no device malfunctions. Both the bone reduction guide and bone-supported guide were consistent and aligned to each other. The bone-supported guide seating issue which caused the doctor to abort the surgery was likely caused by insufficient bone reduction. If the doctor had reduced the patient's bone to align with the bone-reduction guide, the bone-supported guide would have seated appropriately.

Event description:
The doctor tissue flapped the patient and used the bone reduction guide to perform bone reduction and drill anchor pins. The doctor then removed the pins and bone reduction guide and attempted to seat the bone-supported guide. However, the bone-supported guide did not seat fully in the patient's mouth and anchor pin holes did not align with the holes on the guide. Therefore, the doctor aborted the surgery resulting in graft and suture of the affected area.